Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Also received with normal operating currents. No blank display, no frozen display, no crazy noise, and no numbers ramping up during test noted. No damage found on the connector/lcd isolation tape and no unexpected restart alarm noted. Insulin pump was received with intermittent button response due to moisture keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump started to make a weird noise. The insulin pump was now not working. It had a blank display. When he inserted the battery back, the insulin pump alarmed unexpected restarted and the keypad was unresponsive. The keypad was later responsive. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.